Event description:
It was reported that the patient experienced hypoglycemia with a blood glucose value of 53 mg/dl and treated with oral glucose, noted frequent very lows, and meal announcements often recorded as ¿less than,¿ with the patient disconnecting from the ilet before exercise and having recently started an anxiety medication. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention in the form of medication required to treat low glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.